Event description:
Patient indicates blood sugars ranging fasting blood sugar of 300 mg/dl. Patient also advised us she had blood sugars between 400-600 mg/dl. Dates of use: for two days in 2009. Diagnosis or reason for use: diabetes (insulin controlled). Event abated after use stopped or dose reduced: yes. Route: 057.